Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported insulin was not observed dripping out of the infusion tubing during the load fill tubing sequence after 20 units were delivered. The customer resolved the issue by performing the load process once more, using the same supplies. The customer's blood glucose level was not impacted. Reportedly, the customer reverted to insulin pens for insulin therapy.